Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to a total loss of fluid that was preventing the device from inflating. A surgical procedure was performed, during which it was noted that outer layer of silicone of the left cylinder was tore, causing the leakage. Cylinders and pump were removed and replaced, while the existing reservoir was drained and retained, and a new one was added to the system. There were no patient complications reported.